Event description:
Plasmablade was activated and the pacing output of the pacemaker was reduced from 70bpm to 40bpm and when the plasmablade was deactivated the pacemaker output did not recover to 70bpm. In order to reset the pacemaker to 70bpm the voltage on the pacemaker had to be increased. Use of plasmablade was terminated. Reference link below to letter issued by st. Jude indicating that the use of electrosurgery in conjunction with certain pacemaker models can result in a functional impact to the pacemaker (reduced output or lack of output). (B)(4): via retrospective review of complaints associated with pacemaker interference, this pe was determined to be reportable. Date of retrospective review (B)(6) 2014.

Manufacturer narrative:
(B)(4). (Method), (result) and (conclusion): device not returned; therefore, analysis unable to be performed. (B)(4).